Event description:
The physician closed the arteriotomy with the closer tsl 6 fr. Device. The device was inserted and deployed, but the cuff came out without the suture attached to it. Attempts at removing the device out of the tract resulted in the device breaking. The physician stated that they did not apply any add'l pressure to get the device out. The perclose representative stated that they had trouble achieving adequate marking prior to deploying the device. The pt had undergone several previous procedures and was noted to have severe vessel calcification. The pt was taken to surgery for device removal. No other add'l info has been made to the perclose representative.